Event description:
Caller reported that insulin gauge displayed an amount different than expected, with current fill estimate showing 68 units instead of the expected 180. There was no adverse impact to the customer's blood glucose level. Caller completed necessary steps such as removing air from the cartridge and using room temperature insulin, but declined to deliver a bolus to update the insulin estimate. Caller was assisted in reloading the same cartridge and will monitor the situation with plans to follow up if necessary.